Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abortion spontaneous ("became pregnant lost at 8 weeks"), feeling abnormal ("brain fog "), migraine ("migraines"), back pain ("lower back pain") and arthralgia ("aching joints") and was found to have a pregnancy with contraceptive device ("became pregnant"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, feeling abnormal, migraine, back pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, fallopian tube perforation, feeling abnormal, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforated') and endometritis ('chronic endometritis') in a female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abortion spontaneous ("became pregnant lost at 8 weeks"), feeling abnormal ("brain fog "), migraine ("migraines"), back pain ("lower back pain") and arthralgia ("aching joints") and was found to have a pregnancy with contraceptive device ("became pregnant"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, endometritis, pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, feeling abnormal, migraine, back pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, endometritis, fallopian tube perforation, feeling abnormal, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008, date(s) of removal: (B)(6) 2009. Most recent follow-up information incorporated above includes: on 22-oct-2020: mr received. Reporters information added. Lot no. Were added. Event:chronic endometritis were added .product details were updated. Fu 1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforated') and endometritis ('chronic endometritis') in a female patient who had essure (batch no. 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abortion spontaneous ("became pregnant lost at 8 weeks"), feeling abnormal ("brain fog "), migraine ("migraines"), back pain ("lower back pain") and arthralgia ("aching joints") and was found to have a pregnancy with contraceptive device ("became pregnant"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, endometritis, pelvic pain, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, feeling abnormal, migraine, back pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, endometritis, fallopian tube perforation, feeling abnormal, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008, date(s) of removal: (B)(6) 2009. Lot number: 627291 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.